Manufacturer narrative:
The insulin pump was received with a blank display due to fault with the mother board. The unit was also received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she dropped her insulin pump and the display would not return; even after a battery change the display remained off. The patient's blood glucose at the time of incident was 93 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the battery compartment, spring, and battery cap contacts were neither missing, corroded, or damaged. The customer cleaned the battery cap contacts with alcohol and changed the battery but the pump display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.